Event description:
It was reported that during the case the system was giving issues navigating to the upper right lobe. The customer was unable to move scope and sheath. The physician elected to abort the case.